Event description:
It was reported by service report that the head end of the bed was stuck up and could not be lowered. It is unk if there was pt involvement or if there are adverse consequences to report.